Manufacturer narrative:
Correction: the previous or initial MDR submitted on june 05, 2018 was filed inadvertently. The revision is yet to be performed and no serious injury has occurred.

Manufacturer narrative:
This report is submitted on june 5, 2018. Registration number (B)(4). Exemption number (B)(4).

Event description:
Per the audiologist, the patient underwent revision surgery (date not reported) due to an unknown reason, in order to convert the patient to a percutaneous baha implant system. During the procedure, the internal magnet was removed and an abutment was placed on the internal fixture. Additional information has been requested; however has not been made available as of the date of this report.

Manufacturer narrative:
It is now reported that the patient underwent revision surgery in (B)(6) 2018 in order to convert the patient to a percutaneous baha implant system. During the procedure, the internal magnet was removed and an abutment was placed on the internal fixture. This report is submitted on november 07, 2018.